Event description:
It was reported that the left ventricular lead was capped due to lead fracture for model 4298/88, sn (B)(6). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).